Event description:
It was reported that there was a device issue during insertion of the 3.5 x 18 mm vision stent. The lesion was located in the moderately tortuous, heavily calcified, mid circumflex. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided. Device analysis observed a proximal shaft separation and balloon peeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Device analysis revealed a proximal shaft separation and balloon peeling which may have occurred during the procedure or resulted from post procedure handling; however, there is no indication of a device deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.